Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 false positive sars result, one patient, confirmed by pcr. The same patient received 2 false positives. Additional mdrs will be filed for the other events.